Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The shaft was not visibly bent. The jaw appeared to be in alignment. The clip retainer, push fork and jaw clearance were acceptable. Upon evaluation, the 10 remaining clips were cycled, fed and produced with proper pinch and alignment. After the last clip was fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted. As the device operated as intended during evaluation, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not firing and crossing at the tips. There was a 5-10 minute delay for troubleshooting and retrieving another device. There was no change in patient status during that time, and no patient injury.